Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during and extracorporeal photopheresis (ecp) treatment. The customer reported approximately 200ml whole blood had been processed at the time the blood leak was observed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit and smart card for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k339 was conducted. There were no non-conformances related to the complaint.. This lot met all release requirements. A review of kit lot k339 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and smart card is still in progress. A supplemental report will be filed when the analysis is complete. Comp-(B)(4).

Manufacturer narrative:
The complaint kit and smart card were returned for evaluation. A review of the data recorded on the smart card showed the treatment proceeded until an alarm #7: blood leak (centrifuge chamber) was received. The operator aborted the treatment after 216ml of whole blood had been processed. The drive tube break was confirmed upon inspection of the returned kit. Examination of the drive tube showed the drive tube broke below the upper drive tube bearing stop. In addition, it was broken at the location of the upper drive tube overmold. Further examination showed the centrifuge bowl kit component had broken into multiple pieces. The centrifuge bowl base was mostly intact, and all four (4) bowl locating tabs were in place and not damaged. This indicates the bowl base was likely secured in the bowl holder when the break occurred. A known cause of a broken drive tube is when the drive tube is not rotating freely; although, there was no twist observed during examination of the received drive tube. A material trace of the drive tube and the centrifuge bowl used to manufacture lot k339 did not have any related nonconformances. The requested device history record did not result in any related non-conformances and this kit lot passed all lot release testing. The root cause of the drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). 27-feb-2022.